Event description:
The customer reported the battery needed to be replaced where the battery failed and the device unexpectedly shutdown during pt transport.

Manufacturer narrative:
(B)(4). The customer reported the battery needed to be replaced where the battery failed and the device unexpectedly shutdown during pt transport. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.